Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown poly. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a revision of the patients left patella and poly due to poly breaking through patella.

Manufacturer narrative:
An event regarding wear involving a duracon insert was reported. The event was confirmed. Device evaluation and results: indicated that the burnishing and minor scratching on the articulating surface of the insert is consistent with a common damage mode. Conclusions: the reported event involves the revision of the insert and patella due to the patella breaking. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes, x-rays, and patient history are needed to determine the root cause.

Event description:
It was reported that there was a revision of the patients left patella and poly due to poly breaking through patella.